Event description:
It was reported that the patient had a low sodium level/hyponatremia. The patient¿s first ER (emergency room) visit was (B)(6) 2013 with a headache and confusion. The patient had been in and out of the hospital over the past month with symptoms of confusion, headaches, and chest pain; the chest pain was noted to be an isolated incident. The only consistent symptom that they were unsure of was the hyponatremia. The patient¿s ¿spasticity control had been improving/excellent during this same time frame.¿ the hcp (healthcare provider) did not feel it was pump related, but they wanted to check on any possible cause. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was not related to the intrathecal baclofen therapy. It was noted the cause of the hyponatremic event was determined to be related to primary or psychogenic polydipsia. It was noted the patient had a history of hyponatremia events prior to implant. It was stated the patient electrolytes stabilized during hospitalization and behavioral changes were made to address the polydipsia. It was stated the patient continued to receive effective therapy throughout the event with documented ongoing benefit in spasticity reduction.